Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the home choice (hc) during initial drain. The home patient (hp) stated they pressed stop during dwell and used the restroom, then reconnected and got the alarm. The hp just cycled the power off and went back to sleep and had a clinic visit in the morning. The hp told the registered nurse (rn) about the alarm. The rn advised the hp to contact baxter. The tsr explained the alarm and reviewed the proper procedure for disconnecting from the machine during therapy. Per the callscript, the hp was connected at the time of the alarm, the patient line was properly primed before connecting, a patient extension line was not used, the hp did disconnect prior to the alarm, the proper disconnect procedures were used, the hp reconnected to the setup, all of the bags were properly connected, there were no open clamps on any unused lines, there was not anything unusual noted about the supplies, and the supplies were not damaged by an outlet clamp. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed: the home patient (hp) stated they pressed stop during dwell and used the restroom and then reconnected and got the alarm. The cause was use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.